Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call issues cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir would not lock into place customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, missing reservoir tube o-ring partially broken off reservoir tube lip and cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.